Manufacturer narrative:
The device was discarded after explant and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right atrial (ra) and right ventricular (rv) leads exhibited noise and oversensing that resulted in pacing inhibition for greater than 2 seconds of asystole. The patient was pacemaker dependent. The noise was able to be reproduced with pocket manipulation. Additionally, review of stored device memory noted high out of range pacing impedance measurements greater than 2,000 ohms on the ra lead that resulted in activation of the lead safety switch (lss) feature. Review of the leads under x-ray and fluoroscopy noted no obvious anomalies. An invasive procedure was performed. The leads were tested on a pacing system analyzer (psa) and noted noise, however, pacing impedance measurements were noted to be within normal limits. The leads were surgically abandoned and replaced and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.